Event description:
The following has been reported by customer: pump originally came into shop due to missing rfid tag, however when pump was picked up to place new rfid tag on, a rattling was heard from inside pump.taking the power supply and back casing off the pump revealed a loose screw and a screw missing from the top cover. Screw must have come loose from top cover and fell into pump.screw was replaced in top cover where it should have been; ran through pm tests to ensure full functionality of the pump after having it opened, and to ensure no other issues are present.membrane was replaced due to multiple failed occlusivity tests; passed after replacing.maintenance certificate attached for functional check. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that an internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.